Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer just received her insulin pump and needed assistance with programming the insulin pump. The customer's blood glucose was 450 mg/dl. Assisted customer with the programming of the insulin pump. Nothing further reported.